Event description:
It was reported that during an embolization treatment procedure, the coil was lodged in the tip of the catheter. The target lesion was located in the slightly tortuous gastroduodenal artery. A 105/6 tangent straight tip catheter was placed in the vessel and intermittent flush was maintained. An unspecified interlock detachable coil (idc) was successfully deployed. The 5mm x 15cm fibered idc (f-idc) was then advanced, with resistance noted in the proximal portion of the catheter. While attempting to deploy this coil, the catheter moved out of position. The coil was retracted and the catheter was re-positioned. Deployment was attempted again; however, the catheter again moved out of position. The coil could not be retracted and it appeared the interlocking arms had detached inside the catheter. The tangent was removed with the f-idc protruding from its distal end. Contrast injection verified the first coil was sufficient for the treatment of the lesion and the procedure was completed. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).